Event description:
On 10-may-2026, arthrex was notified via email of a case study published in 2024 by the journal of shoulder and elbow surgery, titled ¿distal biceps tendon repair using a double intracortical button anatomic footprint repair technique¿. The study reviewed twenty-three (23) patients that underwent distal biceps tendon repair, using double intracortical proximal biceps button® (arthrex). During the 14.4-month follow-up period, one (1) patient experienced loss of flexion and extension (10° deficit). Source: hochreiter, b., et al. (2024). "Distal biceps tendon repair using a double intracortical button anatomic footprint repair technique." Journal of shoulder and elbow surgery 33(10): 2243¿2251.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.